Event description:
It was reported that a request was made from the clinic to med-el (B) (4) requesting an explantation kit. The pt concerned has previously been re-implanted twice, the first two devices implanted were another MFR's devices, with the present implanted device being a med-el device. With the first two explantation, it was noticed by the surgeon that the electrode array had been cut through by an abnormal bone growth. This was confirmed by the progressive damage shown during testing of the devices. There is no available info as to why the new explantation is to take place, however, it is suspected that there is damage to the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.